Event description:
Customer's spouse reported via phone call that the insulin pump was exposed to moisture. It was stated that the customer was on a cruise and went firefly into the water with the insulin pump. The customer removed the battery and dried it but it is continuously alarming unexpected restart and the keypad is unresponsive. Customer's spouse also reported that the device has a crack from the top corner of the display to the top of the battery compartment. Blood glucose value is unknown. It was advised that the customer discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced. Customer's spouse declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to moisture damage on the motor also, moisture damage found on the electronics also. Unable to perform the a21 error test due to motor error alarm. The insulin pump was received with intermittent button response due to corroded keypad traces. No audio or beep anomaly noted. The insulin pump has cracked case at the display window corner, battery tube threads, reservoir tube lip and minor scratched display window.